Event description:
A minimum fill notification was reported. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to reload the cartridge but was unsuccessful. Technical support instructed the customer to clean the pneumatic tap area on the pump and guided them through filling and loading a new cartridge following proper techniques. Loading the second cartridge resolved the issue, allowing the customer to successfully resume insulin delivery.